Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during treatment of an 80% stenosed artery, the 2.50x33 xience alpine stent system was advanced to the lesion and attempted to be deployed but the balloon failed to inflate. The device was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported difficulties appear to be related to the operational context of the procedure, as it is likely the device interacted with the 80% stenosed lesion during advancement, causing the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device likely contributed to the reported material deformation (bent and flared stent struts). There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: medical device problem code 3270 - removed.

Event description:
Subsequent to the previously filed report, the following information was received: the procedure was to treat the diagonal artery (da). The 2.50x33 xience alpine stent system was advanced, but failed to cross the lesion and the proximal stent struts were flared, so it was removed without issue. A 2.75x34mm non-abbott stent and a 2.5x15mm xience alpine stent were successfully implanted. No additional information was provided.